Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 9-june-2026, it was reported by a sales representative via (B)(4) that an ar-6068-90 quick pass lasso's curved tip detached from the instrument. Noticed during the case with no patient effect.